Event description:
The customer reported the system displayed an x-ray overtime error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and filament driver board. System operates as intended. (B)(4).